Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a generated error and additionally noted that both the red and the white display wires were pinched with their insulation exposed, its output connector assembly was broken and the keypad scratched. The main printed circuit board was being replaced as a preventive measure. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error. It was recommended that the epg be returned for service but remains in use. There was no patient involvement. It was further reported that the device was returned for service. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.